Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient's fill volume was 1500ml and they drained 2494ml. The patient had cramping. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed and passed successfully without any delays or alarms. A device history review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause of this issue was determined to be that one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.